Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the first implant was done wrong. The device was not done like it's supposed to. Patient stated that one month after first surgery she had her leads and patient was not sure whether they replaced the ins as well but for sure the leads were replaced (revised). At the time of the surgery she spoke to a rep. Patient met with a rep on (B)(6) 2019, who programmed her and everything is now finally working great. The rep adjusted her whole system and now everything is working wonderful and she can move around. Patient also states she was programmed with hd settings and rep stated will be charging more. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-april-26 information was received from a family/friend regarding a consumer. The caller reported that a friend of hers who was implanted with a medtronic implantable neurostimulator (ins) had complications with implant surgery, "they were not able to get it right the first time", they weren't able to get stimulation adjusted in hospital, there were other complications, they weren't able to get the stimulator to control her pain. Caller stated her friend suffered for more than a month. The caller stated she could not provide any further information other than the friend¿s name. On 2019-jul-02 additional information was received from the patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ever since she had it, she has had difficulties. She said, the first time the doctor put it in wrong and had to go back in and redo it. A month after she got it implanted it had to be redone (2016). Patient thought they went in and repositioned the wires. Patient stated the rep told her after surgery she did not think the doctor did it right the first time. The rep was a lady but caller didn't know her name. No further complications were reported/anticipated.